Manufacturer narrative:
Date of event: corrected it to (B)(6) 2017. Describe event or problem: updated the event description.

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (pxt261412/9026415, pxc181000/9271635 on the right side, and pxc161000/9146058 on the left). The patient tolerated the procedure. Later in a follow-up study, it was revealed that the contralateral leg component on the left side had migrated proximally (distance of migration is unknown). On (B)(6) 2017, the first-staged reintervention procedure was performed. The physician anastomosed the left external iliac artery with the left internal iliac artery to maintain blood flow to the left internal iliac artery. On (B)(6) 2017, the second-staged reintervention procedure was performed. The patient was implanted with an additional contralateral leg component, extending it into the left external iliac artery to repair the device migration. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to component migration of endoprosthesis. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (pxt261412/9026415, pxc181000/9271635 on the right side, and pxc161000/9146058 on the left). The patient tolerated the procedure. Later in a follow-up study, it was revealed that the contralateral leg component on the left side had migrated proximally (distance of migration is unknown). On (B)(6) 2017, an additional contralateral leg component was implanted, extending into the left external iliac artery to repair the device migration. The patient tolerated the reintervention procedure.